Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of inserter gliding over the intraocular lens (iol); therefore, the condition of the product could not be verified. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens (iol) implantation procedure, the inserter would not advance iol. The arm would not grab edge and it was gliding over the iol surface. The surgeon completed the surgery using another inserter. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).